Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgical procedure. It was reported that the site had difficulty tracking their instruments. The emitter details initially showed all red for the four ports in use. Technical services had the site hold an instrument directly in front of the emitter, and it started tracking and was green. It was initially also a flat panel underneath the patient, however, they were using a side emitter. The site was able to register for the most part, but stated that the far side of the patient's head was not picking up any points. This occurred intraoperatively, and there was a surgical delay of less than one hour. There was no reported impact to patient outcome.